Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision, right,asr xl, reason(s) for revision: acetabular cup loosening.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-04976. Report 1818910-2013-05262 will be rejected. Report 1818910-2013-04976 will be kept for investigation purposes.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.